Event description:
Device 1 of .2 reference MFR. Report: 1627487-2015-03136.

Manufacturer narrative:
Results: the complaint for no stimulation was confirmed. As received lead model 3186 was inspected under the microscope revealed a fracture with broken wires approximately 37.5 cm away from stimulation end; that was consistent with an overstress condition the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03136. It was reported the patient (B)(6) was not receiving stimulation. Lead diagnostics revealed high impedance values. As a result, the patient underwent surgical intervention on 03/16/2015 during which the scs lead and scs extension were tested separately. Diagnostics showed high impedance values for both the lead and the extension. The lead was explanted and replaced. No impedance issues were found with the new lead. Additionally, the extension was explanted and replaced. No impedance issues were found with the new extension. Stimulation was restored with the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03136.